Manufacturer narrative:
Device is being returned to manufacturer for investigation but not yet received.

Event description:
It was reported there was a removal of an m6-c device at c6/7. Surgeon origionally thought osteolysis present but upon commencement of the procedure he now thinks infection was the cause. There was a large collection of pus. Patient has a 2 level m6 implanted on (B)(6) 2024 at c5/6-c6/7 but only the lower level was removed.

Manufacturer narrative:
Device was returned for investigation. Based on the inspection of the retrieved m6-c, in conjunction with the clinical data and images provided, while the device was heavily damaged during removal, the device did not fail mechanically in vivo. There was no evidence of collapse and little in vivo damage. It was reported that infection was suspected and a large amount of pus was visible during the revision surgery. A cystic lesion was observed in the pre-revision image, consistent with osteolysis. It is likely that infection contributed to the observed osteolysis; however, due to the extent of the extraction damage, it is unclear if in vivo damage to the fiber construct may have contributed, as well. Therefore, the failure of this procedure was likely due to the observe infection and subsequent osteolyisis; however, at the time of removal, the device was likely still functional and had not failed. Rmf 0003 rev 38 line 12.73.1. - resorption or osteolysis, with known or suspected infection/infected abscess/infected cyst, leading to surgical intervention with explantation. Rmf 0003 rev 38 line 12.75 - device explanted. The build lhr was examined including the final inspection records and the in-process measurements. There were no relevant ncmrs associated with this lot. The devices met the m6-c product specification including the axial stiffness and flexural resistance specifications.

Event description:
It was reported there was a removal of an m6-c device at c6/7. Surgeon originally thought osteolysis present but upon commencement of the procedure he now thinks infection was the cause. There was a large collection of pus. Patient has a 2 level m6 implanted on (B)(6) 2024 at c5/6-c6/7 but only the lower level was removed.